Event description:
A discordant falsely depressed total bilirubin (tbi) result was obtained on a patient sample on a dimension® exl¿ 200 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension exl 200 system and a higher result was obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbi result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed total bilirubin (tbi) result obtained on a patient sample on a dimension® exl¿ 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (10-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. The instrument data files indicate incomplete sample aspiration from the small sample container (ssc). This event is sample specific. Quality control (qc) was within range and no issues were noted with other patient samples indicating that the dimension® exl¿ 200 instrument and total bilirubin assay were performing acceptably. A potential product issue has not been identified. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00001 filed 04-jan-2023.